Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. A non-sterile galaxy g3 mini 1mm x 3cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the coil was noted to be inside the introducer. The device was inspected under microscopic magnification, and it was found that the embolic coil was severely kinked at diferent locations, and it remains attached to the resistance heating (rh) coil. No other damages were found in the device. The re-sheathing tool was found to be undamaged. The issue documented regarding resistance during advancement was confirmed based on the damages noted in the coil which are suspected to be the result of the difficulties experienced during the coil advancement. Coil kinked is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil kinked. The damaged conditions of the embolic coil were not originally reported in the complaint. With the information available, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 30852749 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as coil damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization to the spinal artery using a galaxy g3 mini 1mm x 3cm coil (glm910030, 30852749), the coil sheath was unlocked properly. At first, the device advanced smoothly, but met great resistance halfway. Attempted by technologist, scrub assistant, and attending physician. There was no surgery delays due to the reported event. The coil was pulled out and inserted competitor¿s coil. The procedure was successfully completed. Additional event information was received on 25-mar-2024 indicating that a stryker sl-10 straight microcatheter (mc) was used. A balt optiblock 1x3 coil, and a medtronic axium 1x2 coil were used successfully used with the microcatheter prior to and after the encountered resistance. The device did not appear damaged. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis, the embolic coil was found kinked.